Event description:
Caller reported aviva system blood glucose result of 192 mg/dl, took 10 units of humalog, and same system retest result within 10 minutes was 46 mg/dl. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.